Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the discoloration and peeling of the video connector, it is possible that the scratches on the video connector were affected by chemicals, which led to the occurrence of this phenomenon when the video connector was sterilized with sterad. However, since there is no information on whether or not the sterilization conditions of sterad were deviated when this event occurred, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, before reprocessing, the subject device had rust-like discoloration on the connector. There were no reports of patient harm.

Event description:
It was reported, before reprocessing, the subject device had rust-like discoloration on the connector. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.